Event description:
Sorin group (B)(4) received a report that the pump continuously restarted. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred (B)(6). This MDR is being submitted on behalf of the device manufacturer -sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. Sorin group (B)(4) has completed their investigation. The reported problem was reproduced. The issue was found to be a broken relay board. After replacement, no further problems were found.